Event description:
Ous MDR - it was reported that approximately 52 months after the implantation oversensing with artifacts were noted during a real vt storm. Ventricular lead damage has been suspected. The ICD was explanted and the lead was deactivated (capped).

Manufacturer narrative:
The lead under complaint was not returned for analysis, therefore the lead itself could not be investigated. The investigation is thus based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as the analysis of the ICD itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 50 months and 47 charging cycles were recorded to the ICD memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular and far-field channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular and far-field channels. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the information available for analysis, the integrity of the lead cannot be assured.